Manufacturer narrative:
Additional information: annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device was not received for analysis. The distal tapered end of the sheath was deformed and appeared to have been pulled distally over the hook of the stylette. It was not possible to remove the sheath. The sheath was cut to separate from the stylette. No residue was noted on the stylette. No damage was noted to the stylette. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was intended to be used. There was no damage noted to the device packaging. The protective sheath was on the stent when the device was removed from hoop. It was stated that before grasping the distal end of the sheath, the stylette and protective sheath were integrated like the resin was deformed by heat. It was reported that the stylette was unable to be removed from the protective sheath. It was later stated that the stent was implanted as the issue did not affect the main unit.